Event description:
Patient had an acl procedure in 2007, using endobutton on the femoral side and calaxo on the tibial side. It was reported that the graft stretched out and failed. Post-op the patient has had alot of pain. X-rays show tunnel widening. The patient shows no sign of pre-tibial swelling of the screw at one year.

Manufacturer narrative:
Product recall initiated 2007.